Event description:
It was reported that a pump keypad was inoperable. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #0 key will occur following the selected key's function. The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.